Event description:
It was reported by the rep that the (1) ez45b was used during a thorascopic wedge resection procedure. It was reported that the instrument did not fire completely on the second firing. There was no consequence to the pt.